Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. The device was returned, and the lot number was confirmed with the packaging returned with the device. During visual inspection, an attempt had been made to shape the guidewire tip and the shaft was noted to be kinked/bent. The guidewire ptfe coating was noted to be peeling in multiple areas. The core wire distal end was observed through the distal tip dome as the guidewire was soaked in water. After soaking the guidewire, it was inspected wet. The hydrophilic coating was intact. The guidewire distal tip revealed slight uneven swelling/bulge on its distal tip. When dry after approximately 10 seconds, the distal tip showed no anomaly and the swelling/bulge had disappeared. During the functional inspection, the guidewire was advanced through a flushed demonstration microcatheter, and friction was noted as the guidewire advanced towards the distal end of the microcatheter. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that continuous flush set up and maintained throughout the procedure. No damage was noted to the packaging prior to opening, the device was confirmed to be in good condition during preparation/prior to use on the patient and was prepared as per the dfu. Resistance was noted at the distal end of the microcatheter, the guidewire could not be advanced. During analysis, the guidewire was noted to be kinked/bent at 114.8cm from the proximal end and the guidewire ptfe coating was noted to be peeling in multiple areas to 20cm from the proximal end. The peeling most likely occurred as a result of interaction with another device. The damage noted is consistent with backloading the proximal end of the guidewire into the distal end of the introducer and pulling it through the introducer. The guidewire was soaked in water. After soaking the guidewire, it was inspected wet. The hydrophilic coating was intact. The guidewire distal tip revealed slight uneven swelling/bulge on its distal tip, when dry after approximately 10 seconds, the distal tip showed no anomaly and the swelling/bulge had disappeared. During the dimensional inspection, the original dimensions were confirmed to be within specification when the device was both wet and dry. During the functional inspection, the guidewire was advanced through a flushed demonstration microcatheter and slight friction was noted towards the distal end of the microcatheter. An assignable cause of procedural factors will be assigned to the reported and analyzed event of the guidewire distal end friction as well as the as analyzed events of the guidewire difficult to advance and cosmetic/appearance issue since these issues appear to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural and/or anatomical factors during use. An assignable cause of handling damage will be assigned to the analyzed events of the guidewire ptfe coating peeling and the guidewire kinked/bent as the issue is due to handling of the product or portion of the product during the clinical procedure, upon removal of the product from the packaging, or preparation of the product prior to use.

Event description:
The guidewire (subject device) was returned for analysis and the investigation of the device revealed that there was peeling of the ptfe inner lining from the body of the guidewire (subject device). The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.